Event description:
In 2006, a physician attempted an arteriotomy closure using a starclose device in the left groin. The procedure was successful. On the following month, the patient went back to the hospital with complaints of left groin pain. The patient had small hematoma at the site of the left groin, his wbc count was elevated and he was administered IV antibiotics. The patient was discharged home. Approx three weeks later, the patient was seen in the ER at another hospital and was admitted to surgery. The patient had an infected left groin and the physician performed a left femoral artery graft. The patient was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.